Event description:
The patient experienced withdrawal. A critical pump alarm was heard. Telemetry confirmed that the pump was stopped for 69 hours. A tube set message was noted in the pump logs. The pump was used to deliver fentanyl. The pt was treated with oral medications. The pump had been updated 3 days before the incident occurred. The cause of the stopped pump was unknown. The hcp reported the pt's outcome as 'no injury'.